Manufacturer narrative:
Concomitant medical products: w4tr01, crt-p, 5076-52 lead, 459888, lead, implanted (B)(4) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after multiple magnetic resonance imaging (MRI) sessions the patient had a "complex" in their health. The ipg remains in use. No further patient complications have been reported as a result of this event.